Event description:
Event description guidant received information that this implantable transvenous coronary sinus lead was exhibiting out-of-range pacing impedance (> 2000 ohms). Technical services discussed non-invasive trouble-shooting techniques to reproduce the clinical observations.